Event description:
The device is part of a recall population for fca 10-04 and was reported to be unable to write to a datacard.

Manufacturer narrative:
(B)(4). Method: currently pending eval of the device.